Event description:
The facility head nurse reported to baxter (B)(4), an interlink t-connector microbore extension set that detached from the patient and leaked the patient's blood. This event occurred during infusion. The extension set was connected to the patient's angio and disconnected when the patient moved. A blood transfusion was not necessary. There was no report of patient injury or medical intervention in association with this event. Clinic personnel noticed this event immediately, and the set was removed and a new one was connected. There is no additional information.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.